Manufacturer narrative:
Faulty nut in lift motor.

Event description:
It was reported by service report that the foot end lift is drifting down. No pt involvement or adverse consequences are reported.